Event description:
Customer reports doing back to back testing on the same meter while using the compact system with results of 103mg/dl and 290mg/dl. No control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.